Event description:
The device is approx 5 years old and out of warranty. The suspension arm sustaning a 15 inch monitor had lost its hydraulic support capability and fell downward to its full extent without warning. No pt or healthcare worker was injured. Hosp had removed this device from service and installed a new suspension with a warranty expiration of 2005.